Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging a display (blank screen) issue. There was no indication the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 08/23/2017 with the following findings: review of the black box data and pump history revealed multiple call service alarms recorded. On investigation, the pump powered on with functioning audio tone and vibration; however, the display screen remained blank. The pump was opened for investigation and did not reveal any damage to the display. Investigation revealed the display failure was the result of a failed processor (component).